Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the twist clamp which resulted in an unspecified infection. It was not reported if the patient was hospitalized for the event. The patient received unspecified antibiotics (dose, route, and frequency were not reported). The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.